Manufacturer narrative:
Updated fields: concomitant product, b5, d4, d8, e4, h3, h4, h6, h10, h11. Correction: d9 - date returned to mfg. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation was confirmed. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head malfunctioned and noticed the pendulum camera bezel did not hold the optics securely when used in combination with cv-190. Some optics fell. The issue happened during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed the pendulum camera bezel did not hold the optics securely. Some optics fell. The issue happened during an unknown procedure. There were no reports of patient harm.